Event description:
Sims level 1 was notified on november 29 of the possibility that one of it's disposable sets was involved in an adverse event. After numerous attempts to reach the hospital, level 1 was able to obtain a copy of the MDR filed by the hospital. Again, level 1 tried to contact the hospital to obtain additional, more detailed information as to the actual events that took place, but has been unable to obtain any information. On december 29, hospital stated that it "has no clue" as to the type of disposable set used during the procedure and that it had no detailed information with regards to the actual event that took place. Level 1 has requested the hospital continue looking into the situation and provide co. With a detailed report as to the events which took place on november 17, 1999. Level 1 will continue to follow-up with hospital and will provide additional information as it becomes available.